Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, during implant, the technician could not interrogate the device. There was a warning that the device was in back-up mode and needed to be re-initialized, however the re-initialization failed, and the device still could not be interrogated, even though several attempts were made. Preliminary analysis confirmed the reported issue, but no root-cause could be found yet.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, during implant, the technician could not interrogate the device. There was a warning that the device was in back-up mode and needed to be re-initialized, however the re-initialization failed, and the device still could not be interrogated, even though several attempts were made. Preliminary analysis confirmed the reported issue, but no root-cause could be found yet.